Event description:
It was reported that the pressurewire x was used successfully in the distal vessel without resistance. During removal of the pressurewire x, resistance was noted due to the heavy calcification or to the unspecified stent in the left main. Force was applied and the device was able to be removed. It was noted that the pressurewire x coils stretched, with the inner segment separating. The device remained in one piece. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty to remove was not able to be confirmed as it was based on procedural circumstances. The reported stretched coils and break were confirmed. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. It was reported that force was applied, and the device was able to be removed. It was noted that the pressurewire x coils stretched, with the inner segment separating. It should be noted that the pressurewire x guidewire instruction for use (IFU) states: ¿torquing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may cause dissection or perforation of blood vessels, vessel spasm, damage and / or fracture the guidewire. In this case, as the wire was reported to be difficult to remove due to the heavy calcification or due to the unspecified stent in the left main, force to remove the wire seemed to be a reasonable clinical response to the difficulties. The investigation determined that the reported difficulty to remove resulting in stretched tip coils and break were likely related to circumstances of the procedure. It is likely that the pressurewire tip was entrapped within the heavy lesion calcification and/or the unspecified stent in the left main resulting in stretching of the tip coils and break as the wire was removed with force. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.